Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received in undeployed state. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the cannula and needle deploying. Download data contains no timeouts, drive stalls, or hazard alarms. The needle mechanism deployed when the ratchet gear reached the firing position during rerun. Rerun of the device did not replicate the rotational sensor issue. The exact cause of the original rotational sensor malfunction could not be determined.